Manufacturer narrative:
Section a1 - patient identifier: complete sid = (B)(6). Section e1 - address 1: complete address is: (B)(6). This report is being filed on an international product, alinity I anti-hbs, list number 07p89-32, that has a similar product distributed in the us, list number 07p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I anti-hbs result on a patient. The sample was repeated the results were lower which was consistent with the patient¿s previous result. The following data was provided: (B)(6) 2023 sid (B)(6) result = 18.13 miu/ml; repeat results = 0.00, 0.00 miu/ml per the alinity I anti-hbs package insert, interpretation of results section which states an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I anti-hbs result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available.data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 47553fn00 and complaint issue. The overall performance of the alinity I anti-hbs assay was reviewed using field data from customers worldwide. The patient median result for lot 47553fn00 is comparable with other lots in the field and within established baselines which confirms no systemic issue for the lot. Labeling was reviewed and adequately addresses the customer issue. (B)(4). Based on our investigation, no systemic issue or deficiency with the alinity I anti-hbs reagent lot 47553fn00 was identified.

Event description:
The customer observed falsely elevated alinity I anti-hbs result on a patient. The sample was repeated the results were lower which was consistent with the patient¿s previous result. The following data was provided: (B)(6) 2023, sid (B)(6), result = 18.13 miu/ml; repeat results = 0.00, 0.00 miu/ml. Per the alinity I anti-hbs package insert, interpretation of results section which states an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported.